Event description:
This complaint is not reportable based on the analysis approved in 2008. It was reported that during a drug-eluting stenting (des) treatment procedure, the stent delivery system (sds) was unable to cross the lesion. The 2.5x12 taxus liberte des was unable to advance to the left anterior descending (lad) artery. The physician used a second taxus des, size 2.25x16mm, which also did not cross the lesion. The attempt to implant a stent was terminated and a balloon was used to treat the lesion. There were no complications to the patient and their current condition is listed as "stable". However, the returned product analysis revealed that the 2.25x16 taxus stent was damaged.

Manufacturer narrative:
A visual and microscopic evaluation of the returned device revealed stent damage. On this distal portion of the stent, some of the struts were severely misaligned. Damage was also found on the third row from the proximal end where one stent strut was raised. Visual examination of the hypotube revealed several severe kinks. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause for this complaint is operational context.